Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report that the customer was hospitalized for twenty-eight days due to a heart attack. Customer's wife also reported that emergency medical technicians (emt) were called as a result of customer's low blood glucose levels. Customer's blood glucose levels at the time of the incident was 20+ mg/dl. Customer's current blood glucose was 261 mg/dl. Customer's wife reported that the insulin pump alarmed no delivery. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.